Event description:
It was reported that the pocket of a patient's implantable cardioverter defibrillator (ICD) exhibited a lesion and was painful for the patient. The physician reported that the patient had an unrelated knee infection they were taking antibiotics for, and suggested using a hot compress for the ICD pocket's lesion, as they did not believe this was an infection. No further information regarding intervention was provided. The patient was stable.